Event description:
It was reported that the patient presented for a pulse generator system implant procedure. During the attempted implant of the left ventricular lead, the physician was unable to remove the guide wire from the lead. In an attempt to pull out the guide wire, the lead became loose. A different lead was used to complete the procedure. There were no adverse consequences to the patient.

Event description:
New information received stated that the during the attempt to remove the lead, the lead coil became separated from the lead body. The lead was then replaced.

Manufacturer narrative:
The complete lead was returned in one piece measuring 84.5 cm and 158.2 cm of lead body and stretched inner coil respectively. The lead had a stylet stuck inside the lead. The connector pin and connector cap were pulled out of the connector assembly and the inner coil was stretched consistent with excessive forces during procedure. The ptfe coating of the stylet was found stripped off and clogged up distal to the connector pin. The cause of the failure to remove the wire was isolated to the stripped ptfe coating from the stylet found. A review of the device history record found no issues related to the reported event. The lead damages were consistent with procedural damage.